Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. A replacement device was sent to the customer and her original pump was requested for return. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis on (B)(6) 2018 and was put in the hospital and on IV antibiotics. The customer indicated that the clogged ducts resolved, though she was still on antibiotics. She also indicated that the replacement pump was working "ok;" however, on (B)(6) 2018, she reported through a separate complaint that she was using the new pump and it also was not emptying one side, even on the maximum vacuum setting. This was filed under medwatch 1419937-2018-00126. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged to medela llc that she was experiencing low suction with her pump in style breast pump, even when using it on the maximum vacuum setting. She further alleged that she was in pain, engorged, and was getting clogged ducts.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 05/30/2018. Even though it was noted during the evaluation that the valve returned by the customer was dirty, the device passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed. [(B)(4)].